Manufacturer narrative:
Submission of the follow-up1 re-sent as per FDA's request received on 14 april 2021 (the follow-up report 1 initially submitted on 4 december 2017 had an incorrect MFR number).

Event description:
It was reported an apparition of black screen at power-on. An investigation is required.

Event description:
It was reported an apparition of black screen at power-on. An investigation is required.